Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Functional testing of the returned product found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: china.

Event description:
It was reported that during surgery, the unit failed to spray. It was confirmed that the unit was operated intermittently on two cycles of two minutes on and two minutes off roughly as no timer was used. Battery expulsion was confirmed after final investigation. There was no patient impact and there was a delay of 10 min to get a new unit to complete the procedure. Due diligence is complete.